Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, while stapler was placed on the stomach to create gastric pouch, the stapler was able to close on tissue but was not able to fire, although the surgeon was able to press the green button, and handle was pulled to fire the staple reload and handle would move back. A new handle and reload were opened to complete the case and resolve the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device did not fire. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.